Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
The device tip was visually inspected prior to insertion and appeared normal. The entire length of the catheter is not visible because it is encased in a plastic housing. A vein was selected and prepped and when the needle bevel penetrated the vessel wall, quick blood return was noted and the ultrasound image appeared to confirm needle tip placement in the lumen. The guidewire on the device was deployed without any resistance. The catheter was then slowly and smoothly advanced without any resistance. When the catheter was about 6-7 cm of the way in, the rn met resistance and immediately stopped advancing. The pt reported he could feel some pressure. After checking the ultrasound image for catheter location, the rn lowered the angle of the catheter and tried to advance the catheter again, but met the same resistance. Rn decided to withdraw the needle to check for blood return. The needle was not withdrawing smoothly and the catheter handles were not loosening. At this point, the rn decided to pull the entire device out as one unit to abandon the placement attempt. There was no re-advancing of the needle at anytime. As the device was slowly retracted, the rn saw the catheter was not intact and immediate stopped retracting. A 3 cm of catheter was intact on the needle. Ultrasound imaging confirmed a catheter segment in the vessel. Pressure was maintained at vascular site to prevent catheter embolism and the pt was taken to the operating room for removal. A 5cm catheter segment was successfully removed.